Manufacturer narrative:
Evaluation - three sets were returned for evaluation. Visual inspection of the three samples revealed that one of the drip chambers on each of the three units had an open weld. This type of failure would be immediately detected during priming before the device is used. The supplier of the component was notified. The supplier responded that the flexible band on the welding machine wore down. The supplier implemented preventative measure in which the machine will be inspected before start up and during assembly. Any repairs will be documented on the device history record. The weld integrity of each component will also be inspected when the component is removed from the machine.

Event description:
User alleges that when trying to prime the sets, during set-up, all three di-100 disposables leaked from the end of the drip chambers.